Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a transforaminal lumbar fusion at l4-5 using rhbmp-2/acs. Following the surgery, the patient had significant pain in the area of the fusion surgery and extremities. The patient underwent additional imaging that showed that the patient had developed boney overgrowth. The patient has received significant medical treatment to care for the injuries caused by the original fusion surgery. The patient has never recovered from his surgery, and he has daily, disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2007, patient underwent ¿re-do right l4 and l5 partial hemilectomy, lateral recess decompression, microdiscectomy, transforaminal lumbar interbody fusion with partial facetectomy on the right side at l4/5, placement of cage at the disc space packed with rhbmp-2 and morcellized bone harvested from the facet and lamina and spinous process clamping of l4 to l5¿. Preoperative, postoperative diagnosis: recurrent lumbar disc herniation and recurrent lumbar radiculopathy. Per op-notes: ¿a cage was selected to fit this disc space, and a trial was placed. A 12mm cage that had 26mm length was packed with rhbmp-2 and some morcellized bone harvested from the facet and lamina. A second roll of rhbmp-2 with and morcellized bone was placed deep to the cage, then the cage was placed with an attempt to angle the cage across the midline. Following this, the spinous process clamp was placed. On (B)(6) 2007, patient presented for incision and removal of retained drain and wound closure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.